Event description:
It was reported that the customer experienced an elevated blood glucose level (bg) of "high" although specific value not provided. Reportedly, customer did not bolus enough insulin for the amount of carbohydrates consumed. Bg was addressed correction bolus via pump. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.